Event description:
Infusion set is leaking. Some of the infusion set cannulae appeared to be "cracked," prior to insertion. Pt reported that, due to the insulin leakage, pt's blood glucose is elevated (~500 mg/dl). Pt self-treated by changing pt's infusion set, and resuming normal insulin delivery.